Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clip was not fired when the firing trigger was activated. Procedure prolonged one minute. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip, advancer bypass toward tissue stop, orange indicator over travel. Evaluation summary: the analysis results of the el5ml found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the tip of the advancer slid toward the tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws without any difficulty; one pear shaped clip was released. The two remaining clips were conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the root cause of the advancer bypass issues. Finally, the device locked out as intended but the orange indicator was visible at 12th firing sequence, thus it over traveled. These findings are not related to the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.